Event description:
It was reported that, a data issue was observed while evaluating this subcutaneous implantable cardioverter defibrillator (s-ICD). It was determined that this was due to the device exhibiting a benign patient data error. Technical services clarified that the patient data is corrupt and needs to be reprogrammed, the missing data will have to be re-entered during the next follow-up. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.